Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis and pt death occurred. The 99% stenosed lesion being treated was located in the calcified proximal left anterior descending artery (lad). The physician gained access through the left radial artery. The lesion was predilated with an unk 2.5x14mm balloon, inflated to 6atm. A 2.50x20mm taxus liberte drug eluting stent was deployed, inflated to 10atm. The stent was post dilated with an 2.5mm unk balloon, inflated to 10-14atms. The physician confirmed the stent was fully expanded. The pt was prescribed aspirin and ticlopidine. The pt was discharged from the hospital three days later. Four days post the initial procedure, the pt passed away. Intervention was not performed, as the pt was found deceased. According to the result of the autopsy, it was found that the previously deployed stent was totally occluded by thrombosis.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.